Manufacturer narrative:
This report is submitted on june 13, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced no connection with the internal device leading to device non-use. Subsequently, the device was electively explanted on (B)(6) 2017.